Manufacturer narrative:
As gore was unable to determine which device was involved in the event please reference medwatch submission: 2017233-2019-01248. According to the instructions for use (IFU) for the conformable gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak, aneurysm enlargement, aortic rupture a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On august 9, 2018, this patient underwent endovascular treatment for an aortic arch aneurysm and was implanted with two conformable gore® tag® thoracic endoprosthesis and debranching of the left subclavian artery which was also plugged. The patient tolerated the procedure with no complications reported. On an unknown follow-up date, the patient was diagnosed with an unknown endoleak without aneurysm enlargement. The physician decided to monitor the patient. On (B)(6) 2019, the patient presented urgently with a ruptured aortic arch aneurysm. Patient was urgently transported due to a ruptured arch aortic aneurysm. Computed tomography at this time suggested a type iii endoleak at the junction of the overlap zone of the devices. It was unknown known if endoleak was due to the one of the graft or a disconnect within the overlap zone. A type iii was not confirmed. The patient underwent reintervention and a gore® tag® conformable thoracic stent graft with active control system was implanted within the most proximal ctag to reline the overlap zone of the devices initially implanted. Additionally, as the origin of the lsa where the plug had been placed had not thrombosed and blood flow could be seen; three coils were placed to treat a suspected type ii endoleak at the lsa.